Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had white plastic flakes coming off of it when pressure is applied.

Manufacturer narrative:
Investigation summary: received a total of 10 iag 20ga units within sealed packages from lot number 8059923. All components within are intact. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of peelback / catheter defective/damaged with lot #8059923 regarding item #382533. DHR review shows the lot number was built/package on afa line 11 from march 7, 2018 thru march 9, 2018. All challenge, set-up and in process samples were performed in accordance with the control plan and all passed per specifications. No quality notifications were initiated during production. Investigation conclusion: visual/microscopic evaluation no evidence of physical-mechanical damage was detected. The catheter tips were acceptable per specifications. The cannula tips were acceptable per specifications. Penetration and drag testing shows all units received passed the penetration and drag per specifications the units did not ¿peelback¿ during the test. The representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The actual unit described in the incident report was not returned for evaluation. Root cause description: a root cause could not be identified. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had white plastic flakes coming off of it when pressure is applied.